Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure wtih a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. First it was reported that the carto 3 system displayed error 6150 (soundstar® catheter sensor error) when the catheter was advanced into the body. The catheter was reseated without resolution. The ultrasound machine was rebooted but the issue persisted. The catheter was replaced and the issue was resolved. The procedure continued. The customer's reported error 6150 issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Then a pericardial effusion was reported. The patient's blood pressure started to drop. Pericardial effusion was observed on intracardiac echo (ice) during ablation in the ventricle. The procedure continued and was completed but the patient required a pericardiocentesis (450 ccs of blood was removed). The patient improved and did not require extended hospital stay (was only reported to have stayed the night at the hospital). The physician's opinion on the cause of the adverse event was unknown, but possibly from the coronary sinus (cs) catheter going too far out of the cs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure wtih a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).